Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 181mg/dl. The pt then began to feel weak and the pt's legs started to hurt. The pt called 911. Emt's arrived and checked the pt's blood glucose on their meter and the result was 45mg/dl. They gave the pt a glucose IV and transported the pt to the hosp. Upon arrival at the hosp the suspect device was used again and the result was now 302mg/dl. The hosp also tested the pt's blood glucose on their meter and the result was 280mg/dl. The pt was then feeling fine.